Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile prostheses and experienced bilateral breast deformity postoperatively. The diagnosis was confirmed by a healthcare professional. The patient underwent a revision surgery (capsulotomy) to correct the deformity of her breasts on (B)(6) 2020. However, during the surgery, her left device was accidentally deflated by the surgeon. As a result, the left device was replaced with a 325cc mentor smooth round moderate profile prosthesis (catalog #: 3501650, left serial #: (B)(4)), during the same revision surgery. This report is for the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).